Manufacturer narrative:
Device evalauted by MFR: promus premier ous mr 28 x 2.50mm stent delivery system was returned for analysis without a stent. The device was returned without a stent. The balloon was reviewed via scope, there was no stent on the balloon. The balloon cones did not appear to have been subjected to positive pressure. Stent crimp markings are visible on the balloon. A visual and tactile examination of the hypotube identified a kink 28 cm distal to the distal end of the strain relief. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The concentric target lesion was located in the moderately calcified right coronary artery. Following pre-dilatation, a 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the stent could not be delivered and the edges of the stent were damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was stable. It was further reported that the target lesion was about 50% stenosed and was mildly to moderately tortuous. It was noted that during procedure, the stent dislodged while pushing through the artery despite adequate predilatation. Snaring attempts were not successful since the device was in an unreachable location. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The concentric target lesion was located in the moderately calcified right coronary artery. Following pre-dilatation, a 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the stent could not be delivered and the edges of the stent were damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was stable.